Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet bionic pancreas exhibited a screen malfunction in which the touchscreen became unresponsive, preventing device unlock and a software update, while the battery remained charged. Symptoms included no reported adverse clinical effects and blood glucose reported as unaffected. Outcomes included shipment of a replacement device, instruction to shut down the affected device to avoid further alerts, guidance to sync data to the mobile app before return, and notification that data would not transfer to the replacement requiring standard startup. Investigation included remote troubleshooting and logistical assessment, with verification of shipping arrangements and return of the original device using a provided label and inspection of the returned device. Failure investigation revealed no fault found with the device.